Event description:
It was reported, that a skin reaction occurred. The sensor was inserted into the arm on 2023. On 05/01 2023, the patient developed a skin reaction with itching, burning, rash, redness, inflammation, and pimples, extended beyond the patch perimeter. The patient stated, the whole arm was swollen not only the area of the sensor. The reaction was treated with a prescription of an unspecified oral antibiotic. The patient could not remember the name, but remembered it was something with penicillin. At the time of the report, the patient was feeling better. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.